Event description:
The rptr stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens within the same surgery due to a piece was torn from the lens. The lens was removed with no pt injury, and another same type lens was implanted. Sutures were not required. The rptr stated this is a new lens for the surgeon, and too much viscoelastic was used during loading.